Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿too little coating applied to catheter surface¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had issues with the magic 3 hydrophilic intermittent catheter and also stated that patient experienced painful withdrawal (lot jufq0484 & lot jufq1172 ). It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information received on 12nov2021, customer stated upon using the jufq0484 magic 3 male intermittent catheter, noticed a problem that while insertion was always easy but withdrawing the catheters after the bladder had drained completely while relaxing the sphincter had become difficult. Stated that customer pulled gently and slowly to get them out and could feel the penis being tugged. They were bone-dry after removal and there was never any pain or blood. The catheters were inside the patient just long enough to drain completely as advised, which sometimes takes a few extra minutes during the dribbling phase. Customer ordered for replacements and tried two of those replaced catheters but they were worse. Also stated that the customer noticed some slight resistance to insertion or withdrawal, during the passage of a week or so, the resistance often dissipated as if the catheters needed to acclimate to the customer's cool and dry storage location after shipping. That's why the customer was stuck with jufq0484 intermittent catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had issues with the magic 3 hydrophilic intermittent catheter and also stated that patient experienced painful withdrawal (lot jufq0484 & lot jufq1172 ). It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.